Manufacturer narrative:
On (B)(4) 2013 karl storz was contacted by the law office of (B)(4) via e-mail regarding a case which alleges malpractice surrounding two eswl procedures performed one month apart at (B)(6). The dates of the procedures were(B)(6) 2009. The plaintiff claims that the treatment resulted in renal hematoma and renal failure and the need for dialysis. Hematoma is a known side effect of lithotripsy treatment and is addressed in our labeling. We reviewed our service records for the modulith slx-f2 unit, serial number (B)(4), purported to have been used for the two procedures. Periodic preventive maintenance was performed on this unit on (B)(4) 2008 (prior to the (B)(6) 2009 procedure); the next one was performed on (B)(4) 2009 (after the last procedure on (B)(6) 2009). The (B)(4) 2008 maintenance record shows routine airbag replacement and air filter was cleaned; the (B)(4) 2009, record shows routine airbag replacement. Both records show unit was operating normally.

Event description:
Reference importer # (B)(4).